Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient refused to attend any scheduled pump refill appointments. The patient did not show up to appointments on 2014 (B)(6), 2014 (B)(6), and 2014 (B)(6). The patient was contacted multiple times and was provided clinic contact information. On the date of this report, pump logs indicated that the low reservoir alarm occurred on 2014 (B)(6) at 8:00pm and the empty reservoir alarm occurred on 2014 (B)(6) at 7:48pm. At the time of this report, the patient had been admitted to the hospital. The patient was currently on ativan and was sleeping and snoring. The patient was not agitated or sweated. The healthcare provider (hcp) believed that, if he went through withdrawal, it was prior to this. It was noted that the patient was on oral medication. The patient¿s hcp wanted the pump to be updated to minimum rate. The need to enter a reservoir volume and a low reservoir volume, the option to refill the pump with saline, and performing a bridge bolus were reviewed. The reporting hcp planned to discuss this with the manag ing hcp. It was noted that the infusion company that performed the patient¿s refills was not allowed to bring syringes into the hospital. The infusion company and the hospital used different types of fentanyl, fentanyl citrate and fentanyl sulfate. It was unknown to the reporter which type each facility/company used. There was a 1.57 to 1 conversion that needed to happen between the 2 different types. It was noted that the patient had a ptm that the hcp planned to disable. The device system was used to deliver fentanyl, clonidine, and bupivacaine.